Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a fracture and the patient received multiple inappropriate high voltage shocks due to the fracture. Programming changes were made. It was suspected that the lead fractured due to the way it was implanted. The lead was explanted and replaced without complications. The patient doing fine before and during the procedure.